Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the cone tip of the vasoview hemopro dissection tip detached and fell into the tunnel inside the patient's leg. The part was retrieved through the original incision using the jaws of an unpowered hemopro. A replacement unit was used to complete the procedure. The hosp did not report any patient effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)